Event description:
There is suspected communication between the two lumens on the PICC (peripherally inserted central catheter) line. When the PICC was flushed a back flow was noted. It was therefore removed from the patient. This lot number has been removed from use at our facility.======================manufacturer response for PICC line, xcela (per site reporter).======================the rep has been contacted-awaiting a resonse.